Event description:
It was reported to philips that the touchscreen was not working. This event was reported to have occurred during patient set up. There was no delay to therapy and no patient harm. The customer spoke with a philips remote service engineer (rse). The rse advised the customer to calibrate the touchscreen. The touchscreen calibration was successful. The rse also advised cleaning the screen. The customer emailed later that the touchscreen stopped working again so the customer replaced the touchscreen. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed to have failed to meet specifications.